Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the device was in good condition and no issues were found. The device was able to properly pullback, advance and retract. The catheter flushed normally when the imaging core was fully retracted and fully advanced. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2016-04330 and 2134265-2016-04329. It was reported to that automatic pullback failure occurred. The target lesion was located in the coronary artery. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to view the target lesion. During a percutaneous coronary intervention (pci), it was noticed that the opticross imaging catheter could not performed automatic pullback. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-04330 and 2134265-2016-04329. It was reported to that automatic pullback failure occurred. The target lesion was located in the coronary artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During a percutaneous coronary intervention (pci), it was noticed that the opticross¿ imaging catheter could not performed automatic pullback. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.